Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The customer provided the details of their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel is also flushed. The detergent used for pre-cleaning is enzymex. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and the distal end/areas around the elevator are manually cleaned using a brush. The scopes are not manually disinfected. The automated endoscope reprocessor (aer) used is a soluscope 4, utilizing soluscope cln detergent and soluscope paa disinfectant. Scopes are stored horizontally in a simple cabinet (no drying function). Olympus is the maintenance company for the scope. The aer was also tested for microbiological contamination; however, the test results were not provided. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) colony forming units (cfus) of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During inspection and testing, service found there was a leakage from the plug unit and the grip unit. The subject device did not pass the electrical safety test, the charge-coupled device cover lens was scratched, the plastic distal end cover was scratched, and the adhesive around the lenses was worn. The adhesive on the bending section cover was discolored and peeled off. The connecting tube was wrinkled, the scope body was damaged, the scope cover was cracked, the universal cord was wrinkled, and the suction function was not working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 100 colony forming units (cfu) of enterobacteria and pseudomonas spp. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's review of the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device where no obvious deviations from the device instructions for use (IFU) were noted. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.